Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the clips were falling out before the device was fired. There was no consequence to the pt. 09/11/97 it was reported the clips did not fall into the pt.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: clip in jaws, yes/partially formed; damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no. Functional tests & results: antibackup functional, firing: feed and form conform, jaws: hold clip, yes; jaws: inside width at tips, .174; lockout functional, yes and number of clips fed and formed, 9. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed. There were no anomalies noted with the clips falling out of the instrument. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.